Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the exhalation valve test failed (neonatal option only) and failing exhalation flow during extended self test . The customer reported there was no patient involvement.